Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to faulty force sensor resistor. Rewind functioned properly during testing. Device was received with minor scratched lcd window. No further damage noted during physical inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a problem with the screen during the rewind/prime process. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.